Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the dh010 and h2tuv emit a steady tone. Another device was used to complete the case. There was no consequence to the patient.